Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.8, 6.7, 7.4; lab: 3.0, 3.0, 3.0. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.8, 6.7, 7.4. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.